Event description:
Related manufacturer reference number: 2017865-2022-00055. Related manufacturer reference number: 2017865-2022-00056. Related manufacturer reference number: 2017865-2022-00057. It was reported that the patient presented in the hospital upon developing an infection. The patient's full implantable cardioverter defibrillator system was explanted. The patient was stable.